Event description:
It was reported that a stylet would not advance to the end of the lead. It became damaged while trying to insert into the stylet. The surgeon was implanting the lead but he needed to swap the stylet out for a straight one. Upon re-inserting the stiff-bent stylet, it would not advance and became damaged. Another lead was used successfully. The case was completed on the table with no further issues. The patient was alive with no injury or adverse event and no further action was necessary. No further information was provided.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).